Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient's daughter stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 6.1 inr accompanied by a "c". A few minutes later, a sample was collected from a new finger of the patient and tested on the meter, resulting as 4.0 inr. Both values were reported to the physician and the physician believed the 4.0 inr value to be correct. The physician instructed the patient to hold coumadin dosage. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week or once every two weeks. The patient does not have lupus or antiphospholipid antibodies. The patient does not take direct thrombin inhibitors or heparin therapy. The patient has had changing coumadin dosing levels. The patient has not had any changes in diet, no new medications, and no new illnesses. The patient has not had any bleeding or bruising. The patient has had no new bruising. The patient has had a low sodium, low sugar diet for a very long time. The patient's diet is stable. The meter had not been cleaned, but appeared clean. The patient was not sure if the finger was dried properly prior to sample collection or if the finger may have been squeezed too much when collecting sample. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.